Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead both had noise upon manipulation of the pocket. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product(s): icf09b45 lead, implanted: (B)(6) 2007; icf09b52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.